Event description:
Caller reported that the tandem mobi pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.